Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: -did the reported issue contribute to any patient adverse consequences? -how many devices demonstrated the alleged deficiency? -do you have any photos available for visual analysis? - did the event occur during one or multiple patient procedures? - please provide the source or name of person providing answers to follow-up questions: the issue did not cause any physical clinical consequences for the patient; it may lengthen the procedure time because we had to do things differently. I don¿t have an exact number of units affected, but this has already happened 3¿4 times across different procedures. Unfortunately, I don¿t have any photos to provide. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Insertion of several threads during a meniscal suture to the right knee. The threads were tied one by one by sliding the knot under the skin at the end of surgery after arthroscopy time. The wires broke during the clamping action forcing the resumption of surgery with a change of material. In fact, the wires have less resistance and less ability to slide. Problems encountered already at least 3-4 times on the last meniscal repair interventions. The wires broke during the clamping action forcing the resumption of surgery with a change of material. Resumption of meniscal sutures and equipment for the gesture. A worrying issue because surgeon was going to cancel his blocks planned for meniscal sutures, but is currently planning to use another reference in another laboratory. There were no patient consequences reported. Additional information was requested.